Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to structural valve deterioration and apnea. Upon explant, calcification on all leaflets of the trifecta valve was observed. A new 23mm trifecta gt valve was successfully implanted. The patient is in stable condition.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to structural valve deterioration and apnea. Upon explant, calcification on all leaflets of the trifecta valve was observed. A new 23mm trifecta gt valve was successfully implanted. The patient is in stable condition.

Manufacturer narrative:
Additional information sections: b5, d10, h3, h6, h10. The calcification seen at explant was confirmed. All three leaflets contained calcifications, which immobilized the leaflets. All three leaflets had fibrous thickening. Incomplete coaptation was noted with a large central gap in the leaflets. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter and extended onto the base of all three leaflets. A tear was present in leaflet 3. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the tear was associated with calcified nodules.